Event description:
Info received indicates the head of the stretcher would not go down.

Manufacturer narrative:
The technician found the two gas cylinders springs on the head section were stretched and would not lower. The technician replaced the gas cylinder springs to repair the stretcher.